Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that after deployment of an absolute stent, during post dilatation in an unspecified, highly tortuous vessel, the foxcross balloon ruptured at a low pressure during the first inflation. The catheter was removed from the anatomy and another foxcross was used successfully. There was no adverse patient effect. No additional information was provided.